Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulator (ins) had gotten infected at her pocket site. The patient had the ins in for 1 week and then realized she had pain and the infection. Her physician put her on 2 rounds of antibiotics. The patient had ¿a spot that had a hole¿ when they took the staples out. The patient was instructed to be careful because she had a scab. The pocket site then ended up being red and having green matter in it on (B)(6) 2014. The patient went into the hospital on (B)(6) 2014. The physician then cleaned out the pocket site but kept the ins in the pocket and stitched it with butterfly stitches. The stitches came off and the patient notice that the odor underneath was bad. The patient was placed on another round of antibiotics and it ¿finally shut down.¿ the ins remained implanted. Additional details about the infection were requested from the physician. If received, a follow up report will be sent.